Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, non-sustained vf episode leading to pause in pacing on (B)(6) 2017 was observed. Patient was asymptomatic. Patient was called in clinic on (B)(6) 2017 and was tested negative for myopotential oversensing. Programming changes were made and patient was continued to be monitored. On (B)(6) 2017, patient received inappropriate shock due to noise. The right ventricular lead was capped and replaced on (B)(6) 2017 but the noise was still present on the new lead. Review of egms noted low level, high frequency noise that was inhibiting pacing and myopotential oversensing was suspected. Programming changes were recommended. Patient will be monitored with routine follow-up.